Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Functional testing duplicated the reported problem. The root cause of the problem was a faulty motor. To resolve the problem, the motor was replaced., corrected data: d5 operator of device, e4 initial reporter sent report to FDA, and g3 report source.